Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips fired from this device were scissoring. Case completed with another device of the same product code. There were no patient consequences reported. Two devices were disposed of.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.